Event description:
Reportedly, the pt was hospitalized due to several inappropriate shocks delivered by the ICD involved in this MDR report. The emergency f/u confirmed that 37 inappropriate shocks were delivered in 2007. Analyzing of the emgs (signal shape and morphology) and of the marker chains stocked on ICD memories, showed the cause of this anomaly seemed due to a lead issue or an ICD/lead connection issue. The real time egm and marker chain showed under-sensing events and not over-sensing. The lead values were stable and normal, although worse than the previous ones (impedance: 440 ohms; threshold: 1.25v @1.0ms). The first vf episode (due to noise) has been recorded four days prior to event. A new f/u has been performed before to proceed with the implant revision; the lead values were not acceptable (impedance: <200 ohms, no sensing and no pacing). The "in-vivo" lead measurements performed, confirmed these values: then, the physician decided to replace the lead and also the device that returned for analysis.

Manufacturer narrative:
This event concerns a device that was mfg and used outside the us. Device f/u files were analyzed. Conclusions: because the investigation of both returned ICD and defibrillation lead does not reveal any malfunction, the reported events resulted either from an incorrect lead/ICD connection or from a lead position issue (the lead may have dislodged) and/or from a physiological issue, or a combination of all these potential phenomena. Note: this analysis of the lead isoline associated to this case was not reported as an MDR, because it occurred prior to the u.s. Approval of the lead.